Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/29/2015 with the following findings: evaluation revealed the black box contain no por. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Found green line on display. Put test display and test display work. Evidence of moisture found inside pump: on boards, on back side of battery canister. (B)(6)

Event description:
The pump was returned for investigation. Evaluation revealed a display issue. This report is made based on results of investigation completed on 10/29/2015.